Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the catheter sheared in patient. Shearing occurred during placement. The md documented that they encountered some resistance while entering the epidural space. Attempted to adjust the catheter, with the needle still in place, by pulling it back, encountered more resistance before the resistance was relieved. Upon removing the catheter and needle it was then discovered that 6.5 cm of the catheter had broken off and retained in the patient. Patient has no signs and symptoms related to the retained catheter. Neurosurgery consultation due to the retained catheter. Patient does continue to have retained catheter with no plans for removal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.